Event description:
It was reported that an unspecified sensor alarm occurred. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.